Event description:
Information received from the field does not address the patient's clinical status but notes that regular trans- telephonic monitor checks showed that the magnet rate was stable at 95 ppm. The last check, however, showed a magnet rate of 70 ppm. The clinic repeated the magnet strip on several occasions and each time observed a magnet rate of 70 ppm. There were no reported problems with capture or sensing. The next follow-up showed normal pacing at 95 ppm.